Event description:
It was reported that this device was found to be operating in safety mode. An attempt was made to obtain additional information regarding the model/serial number. At this time no further information is available. Should additional information become available this report will be updated.